Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 500 mg/dl;. Prior to arriving at the ER customer administrated a manual injection to address bg. In the ER the customer was treated with additional manual insulin injections to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.